Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had a sudden rise in threshold and elevated thresholds which may have compromised capture on four separate occasions. The lead was left in use after each occasion. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.